Manufacturer narrative:
Device evaluation summary: the last device download occurred on (B)(6) 2016 prior to the patient's death on (B)(6) 2016. Monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered from the field. There is no download data available surrounding the death. The review of the software flags from the last download ((B)(6) 2016) consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient passing. There were no automatic events recorded on the last day of known use. A supplement will be sent upon receipt and evaluation of the monitor and electrode belt. Device manufacture date: monitor: sn (B)(4) : (B)(6) 2015 reuse. Electrode belt: sn(B)(4) : (B)(6) 2009 reuse.

Event description:
A us distributor notified zoll that a patient passed away on (B)(6) 2016. The patient was at home and his fiancé was present. According to the patient's fiancé, the patient was not responsive and was wearing the lifevest. The patient's fiancé stated that the lifevest was alarming, and that it did not work. The patient's fiancé called ems, and the patient was unable to be revived. At this time, attempts to obtain additional details about the death have been unsuccessful. The equipment has not yet been returned to zoll manufacturing corporation for investigation. As such, zoll is unable to positively confirm if the lifevest caused or contributed to the patient's death at this time.